Manufacturer narrative:
Covidien reference: (B)(4). The hospital biomed engineer inspect the ventilator. The condition could not be duplicated after running this device on a test lung for several hours. The customer reported the device passed testing and was placed back into service.

Event description:
It was reported that during patient use, a ventilator screen became unresponsive. The ventilator continued to ventilate but no changes could be made on the touch screen. The patient was removed from the ventilator and placed on an alternate device. The patient was not harmed as a result of the event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.